Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be high. However, as she had run out of infusion sets, the customer had stopped insulin delivery earlier that day and had been using manual injections. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.